Event description:
It was reported that pump screen remained dark and would not turn on, while red light flashed regularly and pump emitted periodic beeps and vibrations. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy at one point, and tandem technical support arranged replacement pump within warranty, confirmed shipping address, provided instructions for placing pump into storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return malfunctioning pump using prepaid shipping label within 10 days.